Manufacturer narrative:
Product ID 8711, lot# n172940020, implanted: 2008-(B)(6), product type catheter product ID 8711, lot# n172940020, implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s right breast had to be removed and when they went it to take the flap out of her back to do reconstruction, the catheter was cut. The healthcare provider (hcp) continued to fill the pump for 9-10 months while the medication was dispersing into the patient¿s body instead of the intrathecal space. A monogram was taken due to the patient having a pacemaker and it was discovered that the medication was going into the patient¿s body. The hcp had increased the dose multiple times, and when the catheter was reconnected, the hcp forgot to reduce the dose and the patient was overdosed. Patient outcome was not provided. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.